Event description:
The sales rep reported that when in use, the reamer oscillates abnormally. Additional information received: the procedure was completed, but the operating time was extended. This had an impact on the patient, as the drill bit rubbed against the nail, causing titanium debris to enter the patient¿s body. Two motors were used to verify that the problem was not with the drill chuck, but the issue persisted. For the patient, there was an increased risk of infection due to the longer procedure time and more frequent entries and exits from the operating room. Increased sterilization volume, longer operating room occupancy.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.